Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an x-ray confirmed that the right ventricular (rv) and right atrial (ra) leads had pulled back, however the physician decided not to intervene since all device testing was satisfactory. The leads remain in use. No patient complications have been reported as a result of this event.